Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple insulin pump error alarms. The customer's blood glucose level was unknown at the time of the incident. The insulin pump was exposed to a high magnetic field. The customer reported that they were unable to clear the alarms and were not able to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm, problem isolated to the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify pump error 35 and pump error 41 alarms due to critical pump error (open book image) alarm. Moisture damage was also found on the force sensor and motor during visual inspection.